Event description:
On (B)(6) 2016 tosoh bioscience, inc. Was notified that an incorrect troponin result tested on a tosoh aia-360 had been reported. Initial patient result was 1.45 ng/ml. Patient was transferred to the medical center where the troponin result was normal at <0.06 ng/ml the initial specimen was retested and retest result was also normal at < 0.06 ng/ml. Root cause: unknown, but suspected specimen integrity since serum was the specimen type and clot time and centrifugation time was unknown. Recommended use of heparinized plasma for troponin testing.